Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was leaking and the foley catheter inserted on a patient in operating room and staff noticed leaking at the hub onto the bed prior to prepping for case. They removed the foley catheter and only 3.5ml sterile water was able to be removed, however the full 10ml was placed on insertion. On inspection, balloon was fully deflated after removal and replaced with a new sterile catheter kit. Patient required second insertion.

Manufacturer narrative:
He reported event is unconfirmed. Photo: received two (2) photo samples. All photo samples showcase an overview of a meter drainage bag with an inlet tube, sample port connector, temp sensing foley catheter and tes. Visual: received one (1) meter drainage bag with an inlet tube, sample port connector, temp sensing foley catheter and tes without original packaging. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Observed catheter balloon at 70:30. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was leaking and the foley catheter inserted on a patient in operating room and staff noticed leaking at the hub onto the bed prior to prepping for case. They removed the foley catheter and only 3.5ml sterile water was able to be removed, however the full 10ml was placed on insertion. On inspection, balloon was fully deflated after removal and replaced with a new sterile catheter kit. Patient required second insertion.